Event description:
It was reported that a homechoice automated pd set with cassette had air in the line without an alarm. The patient stated that the air pocket was in the drain line right where it was connected to the cassette. The cause of the air was not reported. This event occurred during drain cycle three of five of peritoneal dialysis therapy. The technical service representative assisted the patient in ending therapy and the patient stated that they would complete therapy with manual supplies during the day. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.